Event description:
A customer reported that an erroneously elevated troponin (accu tni) result from a single pt was generated by the synchron lx i725 instrument. The elevated accu tni result was 5.47ng/ml. The customer repeated the pt original sample for accu tni. The repeated accu tni result was 0.03ng/ml. The customer was uncertain of which accu tni result was the first released to the floor. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.